Event description:
The initial attorney report alleged pain, protrusion, and defective mesh. The following is based on the medical records provided by the pt¿s attorney. On (B)(6) 2004: laparoscopic ventral hernia repair with implant of composix kugel mesh (large concentric hernia comprised of three smaller hernias). After placement of the mesh there was another small defect noted in the mid portion of the hernia and a second piece of composix kugel mesh was placed overlapping the initially implanted mesh. On (B)(6) 2005: abdominal hysterectomy and bilateral salpingo-oophorectomy. There are no operative notes for this procedure. On (B)(6) 2006: revision of mesh and repair of incisional hernia; colonoscopy. It was noted that one of the previously placed mesh was protruding up through the fascia. The surgeon was able to manipulate the mesh back into the abdomen and re-approximate the fascia, reinforcing the area.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add¿l event info which showed there to be an additional implant, therefore we are submitting this MDR based on the add¿l info received. Pt underwent add¿l abdominal surgery approximately one year post implant of the two composix kugel mesh. No operative details were provided. It is unk if either of the mesh were manipulated at that time. It is also unk which of the mesh was protruding through the fascia. The info provided indicates the pt experienced recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review of device history records was performed and the device was manufactured to specification. With the currently available info, no firm conclusions can be drawn. If add¿l event and/or eval info is obtained, a follow-up MDR will be submitted.